Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2017-02-24 regarding the patient's implanted infusion pump containing dilaudid (dose and concentration unknown). The indication for use was non-malignant pain. It was reported that the first time the patient's healthcare provider (hcp) increased his dose, the dose was doubled. Instead of increasing it one time, the dose was doubled three times. The patient had to go to the emergency room as soon as possible and get the dose adjusted back to one increase instead of two.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.